Event description:
A female presented to the ER with a history of progressive leg pain and swelling of both legs. She was 3 years post implantation of a maverick total disc at the l4/5 level. She was admitted for an occlusion of the iliac vein left side secondary to a mass anterior to the l4/5 disc. She also had a near complete neurologic block at the l4/5 level from a mass effect. Investigation showed a granuloma with particulate wear debrie. Treatment consisted of decompression posteriorly, debulking of the mass, posterior fusion and reconstruction of the dural tube at the l4/5 level. The mass anteriorly was left alone. A ivc filter was placed and she has remained on anticoagulation medications. To date she has not had enlargement of the anterior mass - that can be detected - and most of her neurologic symptoms have improved but will likely be permanent.